Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, after opening the suture (line) were found near the end of the needle suture (line) had crease, the user described maybe break up during in use. Device was not used on patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.